Event description:
Information received by medtronic indicated that customer had hyperglycemia and admitted to the hospital and treated with insulin infusion. The blood glucose value at the time of event was 1100 mg/dl and current value was 144 mg/dl. Insulin pump was in use within 48 hours of the event. The smartguard feature was off at the time of event. No other harm reported. Troubleshooting was performed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.